Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Device manufactured on march 16, 2022 - march 18, 2022. The device was received for evaluation containing approximately 91ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected infusion time was 46 hours. However; when the 46 hours was up 100ml remained in the device. The device had been filled with 70ml of 5-fluorouracil diluted in 160ml of saline solution. The event was noted at the end of the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.